Manufacturer narrative:
One cadd legacy plus pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. A functional check was performed, but there was no display, so delivery accuracy tests were unable to be performed. There was no display when batteries were inserted into the pump. The defective lcd display will be replaced and the expulsor assembly will be replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical cadd legacy plus failed volume accuracy test. There was no reported adverse event.